Manufacturer narrative:
PMA/510(k) # : p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: "delivery system jammed on wire. Comment from physician - "put three stents in the delivery system and the last one grabbed the standard amplatz wire and became locked onto it meaning the delivery system and wire were removed together. The stent itself deployed normally and luckily I could get a wire back down the sfa and popliteal afterwards" device evaluation: the zisv6-35-80-6.0-140-ptx device of lot number c1483694 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. The device was advanced to the superficial femoral artery (sfa) by ipsilateral approach. Subintimal pre-dilation to 5.0 mm was performed prior to stent placement. A ¿standard¿ amplatz wire guide (0.035¿ from lab evaluation) and a 6fr cordis (11.0 cm) access sheath were used with the device. The device was flushed per the instructions for use (IFU). No information was provided in relation to the patient¿s anatomy. No resistance was felt during advancement. The delivery system crossed the target location. The difficulty encountered was noticed when the physician attempted to advance and deploy the third stent. The thumbwheel did not malfunction and the stent deployed normally. The device related to this occurrence underwent a laboratory evaluation on the 16 august 2018. On evaluation of the returned device, the stent retraction sheath (srs) broke during an attempt to remove the 0.035¿ ptfe coated wire guide could not be removed from the device. The red safety trigger was depressed and the stent was not returned with the device. Complaint is confirmed as the failure was verified in the laboratory. The 0.035¿ wire guide could not be removed from the device. Possible root causes for this complaint could include congealed blood within the device. It is possible that congealed blood from the patient became stuck on the wire guide during the procedure causing or contributing to difficulty advancing and/or withdrawing the device. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use. Document review: the zisv6-35-80-6.0-140-ptx device of lot number c1483694 contains zvsp6-t-35-80-6.0-140-is of lot numbers ch1436552 and ch1464078. Prior to distribution all zisv6 devices are subject to visual inspection and functional checks to ensure device integrity. This includes a 100% check of passing a wire through the device. A review of the relevant manufacturing records (c1483694, ch1436552 and ch1464078) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1483694. Summary complaint is confirmed as the failure was verified in the laboratory. The 0.035¿ wire guide could not be removed from the device. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
MDR is being submitted under the precedence for "delivery system cannot be withdrawn". Delivery system jammed on wire. Comment form physician - " put three stents in the delivery system and the last one grabbed the standard amplatz wire and became locked onto it meaning the delivery system and wire we removed together. The stent itself deployed normally and luckily I could get a wire back down the sfa and popliteal afterwards.